Manufacturer narrative:
(B)(4).

Event description:
The pt was admitted to the ER with intolerable pain that had been previously under adequate control. Telemetry confirmed a critical alarm due to a motor stall. The stall was constant and did not resolve. It was decided after device troubleshooting was done, that the pump would not likely start up again. The managing physician was updated. The pt was being managed with oral medication until the pump could be replaced. The medications being delivered via the device sys were clonidine, and hydromorphone. Additional info has been requested, a f/u report will be sent if additional info becomes available.